Event description:
Leak a y-site of IV tubing reported. Report rec'd from abbott international affiliate, abbott canada states "the leak was noted from the distal clave (port). Heparin was being administered at the time of the leak. There were 25,000 units of heparin in a 250ml solution of either saline or dextrose. The rptr did not remember which solution was used. The tubing was used with a plum pump and the rate was set at 10ml/hr (1000 units of heparin/hour). There was also a backflow of blood into the tubing consequently no sample will be returned for testing. As a result of the leak, the entire tubing needed to be replaced. The pt's hemoglobin level in grams went from 109 to 102. The nurse could not determine how much heparin the pt rec'd as a result of the leak. Routine blood monitoring was performed in the morning to determine if the dose of heparin needed to be changed as a result of the leak. The rptr had no further info regarding this incident." Add'l info rec'd states that no other action was reported other than routine blood draw, and hemoglobin was measured in grams/unknown volume.